Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 400 mg/dl; cause was unknown. Reportedly, customer required assistance addressing bg level with a bolus and manual injections. Tandem technical support performed a pump system check and determined the pump functioned as intended. Recommendation was made for customer to consult their healthcare provider regarding diabetes management.